Manufacturer narrative:
Investigation results: the complaint of a hole in the catheter near the hub was confirmed and the cause appeared to be manufacturing related. One 24ga insyte autoguard unit from lot: 3363125 was provided for investigation. A microscopic examination of the IV catheter revealed a hole in the tubing near the nose of the adapter. The tubing was likely damaged during the manufacturing process and the appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard yel 24ga x .75in had a hole in the catheter. The following information was provided by the initial reporter: IV was placed easily, went to flush and blood and saline pooled from IV catheter. The catheter had a hole in it near the hub. It was a standard IV placement with no threading issues. The catheter was just faulty. Was there injury? No.